Event description:
Additional info received from MFR on 11/20/98: co. Contacted the complainant to request unused samples to assist co in their investigation of the reported breakage problem. Co was advised by the complainant that no unused samples were available to be returned. A thorough review of device history records revealed no indication that the condoms from the reported lot failed to meet any specification. No other complaints have been filed against the reported lot for any reason.